Manufacturer narrative:
The full patient identifier is case (B)(6). The customer did not provide patient demographics such as age, date of birth, weight, ethnicity or race. (B)(6). The access 2 instrument was not returned for evaluation. The customer was able to troubleshoot the issue with the assistance of beckman coulter support personnel over the telephone. With the assistance of the beckman coulter support personnel, the customer identified cracked 10 mm tubing and was able to resolve the issue. In conclusion, the cause of the erroneous low free t4 result is a hardware malfunction. Cracked tubing caused vacuum pressure errors, causing imprecise aspiration and dispense.

Event description:
On (B)(6) 2021. The customer reported that non-reproducible erroneous low free t4 results (ft4) access free t4, part number 33880 and lots 922097 were generated on the access 2 portion of the customer¿s dxc 600i, crated (access 2 section, dxc 600i crated, part number a25635 and serial number (B)(4). For one patient. On (B)(6) 2021. At 03:40, the customer obtained one non repeatable erroneous low ft4 patient result of 0.00 pmol l on the access 2 analyzer serial number (B)(4). The result of 0.00 pmol l 3.2 pmoll was reported out of the laboratory. Later in the day on (B)(6) 2021, at 10:29, the customer repeat tested the sample and obtained a ft4 result of 13.74 pmol l. The customer reported there was a change to patient treatment or management which occurred in connection with this event. The customer stated that medication was given to the patient; however, details regarding what medication and what dosage given were not provided. No further information regarding patient treatment or outcome has been provided at the time of this report. The customer also reported they had obtained a failing system check following the event with failing wash portion due to qns error, on (B)(6) 2021. System check was repeated and passed. Customer¿s instrument also experienced ¿vacuum under limit errors¿ on (B)(6) 2021. No issues with sample integrity were reported by the customer. The sample was collected in a rapid serum tube; the sample tube was noted to be full and the sample was hemolyzed. No other sample processing information was provided.